Event description:
It was reported that a red alert had been generated for the ICD device due to an unspecified issue. No adverse patient effects were reported. Additional information received indicated that high out of range shock impedance was noted. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.